Manufacturer narrative:
Lot 45169 has no complaint history. The product has not similarly reported complaints. The subject device, as reported, is blue in color, but the photos depicted a white device. The complainant facility allowed photos of the subject device to be taken. The photos showed one small surface irregularity on the shaft of the subject device. This irregularity did not appear to be sharp.